Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown on the implant. Bone loss following implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.